Event description:
It was reported that the patient underwent a spinal fusion l3-s1 using rhbmp-2/acs. Fusion was performed at three levels (l3-s1), and 4 cages were used, two at the l5-s1 level, and one each at l3-4 and l4-5. Approximately 4 months later, the patient presented to the outpatient control. An MRI was performed, which showed an accumulation of fluid behind all cages, but especially behind l5 s1. On this level the liquid was accumulated around the dura. At level l5-s1 the fluid accumulation is so pronounced, that the liquid is surrounding the dura. The surgeon expressed the concern that subsequently the whole area could extensively ossify, compromising the patient severely. The patient was not septic, there was so far no evidence for a spondylodiscitis, the dura was definitively not injured / harmed. A revision was proposed, but the revision has been postponed. The physician wants to exclude any infectious background prior to surgery and has started antibiotic treatment for the patient.

Manufacturer narrative:
(B)(4): neither the product nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the products contributed to the reported event, we are filing this MDR for notification purposes.